Event description:
Patient's spouse called lfs to report that pt's meter does not turn off. Spouse was unable to tell what pt's bg was. Spouse did not know if pt was going into a diabetic shock. Spouse was also concerned because pt is pregnant. Ccr was unable to resolve the issue. In order to do a test, the meter needs to be turned off and then powered on. Sent patient a new meter.